Event description:
Balloon pump catheter insertion attempt to left groin and balloon catheter malfunctioned upon insertion. It would not inflate or unravel. When the physician attempted to remove it, it met resistance and broke and was taken out of service. New successful attempt completed to right groin with different balloon catheter.